Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited inadequate capture. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned in one piece for evaluation and the reported event of unacceptable threshold was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found. The lead connector passed insertion testing into the test implantable cardioverter defibrillator (ICD) device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications.